Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a colonic polypectomy, the subject device was used. The nurse inserted the subject device into the endoscope and ligated the polyp with the loop. However, the loop could not be released. Since the nurse withdrew the large part of the loop into the sheath forcibly, the handle was broken. After that, although the endoscope was removed from the patient, the loop and the sheath remained in the patient. The doctor inserted the endoscope again, and tried to cut the loop by a loop cutter but it was unsuccessful. The loop was cut by hot biopsy forceps, then the sheath and the loop were all removed. The intended procedure was completed with another device. No injury other than the above was reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Since a part of the subject device which the lot number is written was not returned, omsc could not confirm the lot number. The insertion portion of the subject device was severed. The operation pipe was deformed. As the result of checking the manufacturing record of the reported lot number, there was nothing abnormal found. The exact cause of the reported event could not be conclusively determined because part of the device was not returned. Based on the similar cases in the past, it was known that the event occurred because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".